Event description:
The customer reported the xenon lamp light fails to turn on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation confirmed the customer's event when testing the subject device with the olympus equipment clv-290. The device was manufactured in october of 2017. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.